Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The customer's stated problem was verified. The pump was inspected, and a cassette was attached onto the device. It alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty upstream occlusion sensor was the cause of the issue. It's recommended to replace the upstream occlusion sensor to resolve the issue.

Event description:
Additional information received indicated that there was no patient involved and that the event occured during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.